Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient has been having the charge the ins more frequently since they were reprogrammed to high density stimulation. It was reviewed that recharging more often is expected with this type of programming. The patient mentioned that they were getting great pain relief since being reprogrammed and did not intend to follow-up with their hcp. On (B)(6) 2017, additional information was received from the patient¿s wife reporting that the patient had their device for five years. They then stated that it was taking too long to charge as it was taking them five to six hours. They also reported that the patient was having to charge too often. It was reported that they use to be able to charge every four days, but then their therapy was not working as well and now that they had switched groups to maximize their therapy they were having to charge every other day. It was reported that the patient had adjustments because they felt like they it was not working. It was further clarified that the patient indicated that it was the therapy that was not working the way they wanted and they got their device ¿tuned up¿. It was reported that the manufacturing representative (rep) really adjusted/ramped the degree of stimulation up. It was stated that since then they noticed that the battery drained quickly. It was stated that after the adjustments the device worked like never before. They stated that the patient was pain free and that they loved their device. It was indicated that when the patient charged their device they charged it fully. The patient¿s wife stated that after six hours they would be fully charged. Best recharge practices were reviewed as well as how the number of efficiency bars would affect the recharge time. It was recommended to recharge the device to 100 percent to increase time between charges. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative who reported they rescheduled an appointment with the patient. The patient will be getting a battery replacement switching to intellis because they are 100% pain free on hd. No further symptoms and/or complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained from a consumer regarding the patient. It was reported that the cause of needing to charge for 4-6 hours each days is unknown. They believe there is something wrong with the device because it is draining so quickly. It was confirmed that this began after the manufacturer representative (rep) had reprogrammed the device. It was suggested to have the rep perform a recharge interval calculation to assess whether or not the patient's current settings warrant recharging every day. The patient was planning on meeting with the rep this week sometime to have their device checked. They stated they will have the rep check the recharge interval. The patient's weight was about (B)(6) pounds when they first noticed their ins was draining rapidly. No further complications were reported.